Event description:
Literature was reviewed regarding a state-of-the-art review of conduction disturbances after transcatheter aortic valve implantation (tavi). Publications involving the use of medtronic (corevalve/evolut family) and non-medtronic tavi devices were incorporated in the review. In figure 2, the authors listed post-tavi rates of new left bundle branch block (lbbb) and permanent pacemaker implantation for medtronic valve recipients. In figure 5, a case was highlighted in which a medtronic evolut fx+ valve was deployed from the delivery catheter system to a deep implant depth, with new lbbb and first-degree heart block detected on the patient¿s post-tavi electrocardiogram. The authors also assessed the prognosis of conduction disturbances after tavi on mortality. However, no evidence was presented to suggest a causal relationship between a medtronic device and any deaths.

Manufacturer narrative:
Citation: maznyczka a, pilgrim t, philippon f, rodés-cabau j, de backer o. Conduction disturbances after transcatheter aortic valve implantation. Eur heart j. Published online february 19, 2026. Doi:10.1093/eurheartj/ehag093 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.